Event description:
During pre-testing it was noticed that the balloon was leaking. A replacement shunt was used to complete the operation. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.